Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.